Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced excessive motor dust, yellow wrench and red heart alarms, and grinding sounds. Patient had a candida infection in existing pump pocket and was treated for this for approximately two weeks while on pneumatic support using stroke volume limiter (svl) and drive console and before having pump replaced with another lvad. A few weeks later, the patient expired due to sepsis.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.